Manufacturer narrative:
No product return. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from (B) (4) sales representative. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. E-mail dated 04/16/2010 received from sales representative indicate that the hospital's risk management will not release the valve for evaluation.

Event description:
It was reported that a 7000tfx, 31mm, (B) (4) was explanted at implant due to intra op. Echo. Showed an eccentric jet, once the valve was explanted, it was noted that one of the leaflets appeared to have crease line running horizontal across the valve. It was described to sales representative as it looked like folded paper. The valve is in the hospital¿s pathology department, sales representative will obtain the valve from the hospital once pathology releases it. The valve is not available at this time. No additional information was provided.

Manufacturer narrative:
(B) (4) = suture looping. On 06/02/10, call from sales representative indicated that the device was explanted due to suture loop.

Event description:
Attempted implant/not implanted/not used, broken. No patient complications have been reported as a result of this event.